Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right atrial (ra) lead and the right ventricular (rv) lead. The suspected root cause was rv and ra lead damage, however, it was not confirmed. Abbott technical support was contacted and recommended replacing the ra lead and the rv lead, however, no intervention has been performed. The patient was in stable condition and will continue to be monitored.